Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. Visual inspection: the sample was returned used. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 8mm x 56mm balloon. The stent was returned fully detached from the catheter. No kinks or bends were observed to the catheter. Bent struts were noted throughout the length of the stent. No anomalies were noted to the stent. The balloon was examined under microscopic magnification, and the stent crimp impressions were present on the balloon surface. This indicates that the stent was crimped on the appropriate balloon location during the manufacturing process. Performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035" guidewire, and it passed with no issues. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the complaint investigation is confirmed for a stent detachment and inconclusive for a stent dislodgement, as the stent was returned completely detached from the catheter. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current valeo balloon expandable stent instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Event description (updated), device available for eval? (Corrected), eval code & desc - method 5 (3321-microscopic inspection). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during device preparation, the balloon expandable stent allegedly dislodged from the balloon, rendering the device unusable. Reportedly, another stent was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during device preparation, the balloon expandable stent allegedly dislodged from the balloon, rendering the device unusable. Reportedly, another stent was used to complete the procedure. There was no patient involvement. The intended procedure was an angioplasty with stent placement aic, seldinger technique.